Manufacturer narrative:
As of 09/06/2019 aso evaluated unused returned product samples for adhesion properties with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on (B)(6) 2019 reporter, that is a registered nurse, informed her (B)(6)-year-old grandson had a reaction to the product. The reporter added that upon its careful removal, a raised reddened skin rash with tiny blisters was noted on both sides where the adhesive tabs were located. On cir received on (B)(6) 2019 reporter stated that hydrocortisone ointment was applied to relieve the discomfort.